Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer is having issues with device alerts. Customer is unable to hear the alert when his reservoir gets low reservoir or empty reservoir. The customer's blood glucose was unknown. The insulin pump passed self-test. Customer stated he went to change reservoir and it was empty and stated he did not get an alarm telling him this and is concerned.